Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat. However, no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.